Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A representative reported via interdepartmental helpline solutions tracker of high blood glucose readings and hospitalization from the insulin pump. The customer's grandmother stated that the customer's blood glucose reading went up to the 600s mg/dl. The customer's father took her to the emergency room and they treated her.